Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work, was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective and that the protective conductor resistance of the motor cable was out of tolerance. The motor, motor cable and the defective o-rings were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 01/20/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that preoperatively to an unknown procedure on an unknown date, it was observed that the 8022 handpc tornado shaver device did not work. During in-house engineering evaluation, it was determined that the motor did not turn as it was corroded. There were no patient consequences reported. No additional information was provided.